Event description:
A caller reported multiple occurrences of a cartridge alarm on july 27, 2025. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl during any of the events. The customer successfully loaded a new cartridge and resumed insulin therapy for each event, resolving the issue.